Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a company representative (rep) reported that the rep was notified yesterday that the refill nurse couldn¿t access pump reservoir the day before due to the pump flipping again. No other work up had been done but tomorrow the hcp plans to get imaging, attempt a refill, and revise the pump pocket if necessary. It was indicated that the rep would obtain the patient's weight and drug information tomorrow. The event was not resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the pump was delivering morphine (4 mg/ml at .345 mg/day) at the time of the event. The pump pocket was revised (B)(6) 2022 due to the flipping pump. The pump was originally in the patient¿s upper right buttock. It was moved to the patient¿s right abdomen. The issue was noted to be resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter, ubd: 28-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 1 mg/ml of morphine at 0.15 mg/day via an implantable pump. It was reported the patient's pump was turning inside the pocket. The pump was flipped and prevented refilling so the rate was reduced so surgical intervention could take place to secure the pump in the pocket. During the revision it was discovered the catheter had kinked so the catheter was replaced. A photo was provided with the report showing the catheter was twisted. The cause of the catheter kink was provided as the pump flipping. A new catheter was implanted and the pump was re-secured in the pocket. It was noted the explanted catheter would not be returned and the remaining portion remained tied off at the spine in the patient.